Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number h96560m0346411 in order to ascertain the last three lots shipped to the reporting hospital in the six months prior to the procedure date. The device history records for the lots obtained through the shr were reviewed fro any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The navilyst medical july 2015 complaint report was reviewed for the bioflo PICC product family and the failure mode, "clamp broken." No adverse trend was identified. The returned catheter was examined and the reported issue of a broken clamp was confirmed. No clamp quality issues have previously been reported on the bioflo PICC devices. Although the exact cause of this event is unable to be determined, it is possible that patient handling / manipulation of the clamp contributed to the breakage. This is further supported by the reported information that the catheter had functioned successfully for several months, and that the patient had experienced broken clamps on two successive PICC devices.

Event description:
Patient had indwelling PICC removed and replaced due to broken clamp. The PICC had been in place for ''several'' months. This is the 2nd time that this patient has had a clamp break.